Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable cardiac monitor (icm) was explanted.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was not fully functional, with no high current drain. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced an interrogation failure due to possible premature battery depletion. The icm remains in use with planned explant. No patient complications have been reported as a result of this event.